Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported not able to power up the unit on ac power only. There was no pt involvement.